Event description:
It was reported that the customer experienced a low blood glucose level of 10 mg/dl, cause was unknown. Customer passed out and was transported to the emergency room and was treated with intravenous fluids. The customer was released the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.